Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. The event log could not be downloaded due to a faulty fuse and the power supply was broken. A visual inspection was performed. Full functional testing, electrical safety testing, calibration, and simulated therapy were performed. A service history review showed no failures/problems that were the same as, or similar to, the current difficulty. In addition, there was no indication that the parts replaced during servicing caused or contributed to the reported difficulty. The reported problem was identified as a power failure with the cause being the power supply and fuse. The power supply and fuse were scrapped and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unknown alarm occurred on a homechoice (hc) device. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up report will be submitted.